Manufacturer narrative:
H3, h6: the navio handpiece p/n 110137 s/n (B)(6) intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed the handpiece performance verification. The reported problem was not confirmed. A handpiece test was performed and passed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint. No further containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tka procedure, it was found that the handpiece was faulty. The bur would barely extend past the guard. They took everything apart and put it back together several times. Even when pressing down as hard as they could, it wouldn¿t remove the green or cut any bone. The handpiece and bur were really loud. It was like the gears were bad. The handpiece was swapped for its backup and it worked fine. Since the event, the handpieces and drills have been tested. They all passed. The handpiece in question was louder than normal when tested.